Event description:
The device was applied during a procedure. Reportedly, the staples did not form properly and the instrument did not cut. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
1/28/97 - supplemental report #1 sent to FDA. Additional data entered in d9, f9 and f10. Device evaluation indicated and codes entered in h3 and h6.